Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including powering the device on with the power supply, inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. The device was returned with the customer's parts and accessories and was evaluated on 03/20/2019. The device passed suction and cycle specifications, though it was identified in the evaluation that the customer's valves and connectors were dirty. Refer to attached evaluation. The customer's report of low suction could not be confirmed. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her pump in style breast pump was losing suction. The customer indicated that she single pumps one side at a time and she used to get 3 ounces in 5 minutes per side, but it is now taking her 10 minutes. The customer additionally alleged that she had clogged ducts for which she was prescribed antibiotics.